Manufacturer narrative:
H6: investigation summary: customer returned a single 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. However, the needle hub could not be removed for further evaluation. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta found that the needle hub had separated from the syringe barrel. The root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe was buried and the injection could not be performed. The following information was provided by the initial reporter, translated from japanese to english: an animal owner's verbatim report is that the needle was found to get buried and the injection could not be performed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe was buried and the injection could not be performed. The following information was provided by the initial reporter, translated from japanese to english: an animal owner's verbatim report is that the needle was found to get buried and the injection could not be performed.